Manufacturer narrative:
The device was not returned for evaluation, and neither the part number nor the lot number were provided, preventing a thorough review of the device history records. Based on the available information, it appears that the root cause was likely a loose connection between the screwdriver and screw. Once the connection was secured, the screw was properly placed without any further issues. Alphatec spine is submitting this report to comply with the FDA regulations 21 cfr 803. Alphatec spine has made reasonable efforts to provide as much relevant information as available. Any field that is left blank was not known at the time of this submission. If additional information is provided, a supplemental report will be submitted.

Event description:
During the procedure, the final screw at s1 was inserted, and a scan was performed to assess its placement. The scan revealed that the screw was outside the intended plan. Upon reviewing the case video, it was discovered that the screwdriver was not properly locked, preventing the screw from staying in the correct position. When the s1 screw was redirected, the driver was securely locked, ensuring the screw was placed according to the plan. A follow-up scan confirmed its proper alignment.